Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.50x8mm promus element plus drug-eluting stent was selected for use. However, during insertion into the sheath, resistance was encountered. The device was retrieved and it was found that the tip of the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. : promus element plus,mr,ous 3.50x8mm stent delivery system was returned for analysis. A visual examination of the stent found damage. Stent struts from the distal half of the stent lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.50 x 8mm promus element plus drug-eluting stent was selected for use. However, during insertion into the sheath, resistance was encountered. The device was retrieved and it was found that the tip of the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.